Event description:
A pt reported experiencing inaccurate high, low, erratic results with a lifescan meter. The pt's blood glucose results were 11.5, 8.6, and 17.0 mmol/l. Tests were done within 20 minutes with a difference of 40%. Pt did not experience any adverse events. No further info has been reported.